Manufacturer narrative:
Per the clinic, the patient developed an infection in the mastoid cavity and around the implant site. Subsequently, the patient was treated with oral and IV antibiotics. The patient was hospitalised for the treatment.

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to an infection (site of infection not confirmed). There are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.